Event description:
It was reported that a flogard infusion pump experienced an f-94 alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the flogard infusion pump was serviced on-site by a field service technician. A visual inspection, alarm log review, power on self-test and an internal battery test were performed. During the alarm log review and the power on self-test an f-94 alarm was identified. The alarm was caused by a depleted main battery which was due to a damaged fuse. The fuse and the battery were replaced; the pump was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.